Event description:
A balloon ruptured on the third inflation above its rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation procedure. Another balloon catheter was used to successfully complete the procedure. There were no patient complications involved. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the shaft under the balloon was bowed. A kink was noted 16.5cm from the strain relief. A 3cm longitudinal tear was revealed beginning 1cm distal to the distal ro marker extending 1.9cm proximal of the distal ro marker. Chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contriburte to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the grafts may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with overpressurization, a longitudianl tear, and contact with a sharp external source, chatter marks on the balloon surface. It was also indicated this device was inflated to and burst above its rated burst pressure. Co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "the rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."